Event description:
Procedure: pharyngeal pouch; according to the reporter: the stapler was used to transect in a pharyngeal pouch procedure. The instrument was applied on the tissue easily and closed without force. Allegedly, when the surgeon removed the stapler, it was noted that there were no staples present. The surgeon treated with placement of a nasal gastric tube. X-rays were taken of the patient and confirmed that no staples were applied. It was reported that the patient expired in 2007 of renal impairment.